Manufacturer narrative:
Retainer ring = clear. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0875 inches. No under delivery anomaly or over delivery anomaly noted. No bolus anomaly noted. History download was successful using thus and care link upload was successful. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report was submitted with incorrect event date in b3 section. The correct event date is 14 may , 2021.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear patient hospitalization due to dka and high bgs reported on 16may2021. Pump was returned with no allegation of device deficiency. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0875 inches. No under delivery anomaly or over delivery anomaly noted. On a related svn, unit was returned for possible under delivery anomaly with a event date (B)(6) 2021. (B)(6) 2021 06:42:00.000 normalbolusdelivered normalbolusamountprogrammed = 4.5 bolusamountdelivered = (B)(4). (B)(6) 2021 06:42:00.000 boluscanceled eventtype = 39 sourceid = pump (ngp is in open loop state) historyrecordlength = 14 systemtime = (B)(6) 2021 06:42:00.000 cancellationreason = canceled by user bolusnumber = 0 bolustype = normal bolus (B)(6) 2021 at 07:08:36.000 normalbolusdelivered normalbolusamountprogrammed = 4.5 bolusamountdelivered = (B)(4). (B)(6) 2021 at 09:36:42.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = (B)(4). (B)(6) 2021 at 16:00:10.000 normalbolusdelivered normalbolusamountprogrammed = 2.7 bolusamountdelivered = (B)(4). (B)(6) 2021 at 17:22:32.000 normalbolusdelivered normalbolusamountprogrammed = 4.1 bolusamountdelivered = (B)(4). (B)(6) 2021 at 19:42:06.000 normalbolusdelivered normalbolusamountprogrammed = 3.2 bolusamountdelivered = (B)(4). (B)(6) 2021 at 21:37:54.000 normalbolusdelivered normalbolusamountprogrammed = 0.9 bolusamountdelivered = (B)(4). No bolus anomaly noted. History download was successful using thus and carelink upload was successful. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, pump was returned with no allegation of device deficiency. Device tested ok with no device problems found. Unable to confirm alleged hospitalization for dka and high bgs with any device deficiency. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of the incident was 430 mg/dl. The customer was treated with an intravenous insulin drip. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.